Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result inr = 0.9; repeat inr - 2.1. Pt self tester stated she received a three digit error four weeks ago on (B)(6) 2011 and then received error 114 the first time she tested today. She stated the second and third time she tested with a new strip and new finger each time on her inratio meter today, she received: (B)(6) 2012: inratio inr=0.9; (B)(6) 2012: inratio inr=2.1 within minutes of each other. Pt self tester stated, she felt the first inr value of 0.9 was an error because the blood was moving extremely slow up the channels and took a long time to give a result. She stated this box of strips was delivered to her and left outside her door in michigan in very cold weather.

Manufacturer narrative:
Investigation pending.